Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units internal power supply was abnormal. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after the inspection, it was preliminarily judged that it was caused by an abnormal internal power supply. However, the same situation could not be reproduced for the time being when the machine was turned on and off many times on site. Currently, the power supply and battery were replaced for testing. The old power supply was brought back for testing. The current equipment functions normally. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a